Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking. Where in the process the leak was discovered is unknown; however, the report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The actual reported sample was not returned; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.